Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had power loss error alarm. The blood glucose level was 3.9 mmol/l at the time of incident. Customer tried new batter but insulin pump did not accept new battery. The insulin pump will not be returned for analysis.